Event description:
Received info, the pt had reconstructive surgery on his urethra and it was decided not to re-implant another device system. Pt had a device for over nine years. Since february, he had been having issues with his urinary tract nerves and was seeing a psychologist. The psychologist told the pt, he was experiencing residual effect and needed to go on drug therapy to calm the nerves and get rid of the effect of stimulation. Pt symptoms were acute pain and discomfort that feels like the stimulation was still on. Pt stated he was jumpy and had issues in the scrotum. When he was asleep, he did not have problems. Additional info from the hcp reported there were no device issues. The pt underwent device explant because he had urethral strictures which had not been recognized or treated by the surgeon who placed the device. Reference MFR report # 3004209178201104010 for related ins.

Manufacturer narrative:
(B)(4).